Manufacturer narrative:
One cardiomems i3 electronics unit was received. The reported error 05 was confirmed via merlin.net logs. During analysis, the error could not be reproduced. The cause was traced to the printed circuit board.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.